Event description:
It was reported that ¿after having completed the implant on the first side, during the opening of the hole on the second side, the patient experienced seizures.¿ the patient¿s issue was reportedly ¿resolved with drug therapy¿ through the administration of ¿anti-epileptic drugs.¿ a CT scan was taken following the incident and found that ¿no issues were present.¿ it was noted that the remaining implant was rescheduled for the week after initial report. The patient was reportedly alive with no injury at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).